Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) was performing a t10-ilium posterior instrumented fusion using expedium 5.5mm rod poly screws on (B)(6) 2016. The patient has sclerotic bone. While inserting a 7.0 x 50mm screw in the left l4 pedicle, the tip of the screwdriver broke off in the screw. Dr (B)(6) was using the expedium universal nav driver (2797-34-000n). Dr (B)(6) used a short rod to connect to the left l4 screw that contained the screwdriver fragment to retrieve the screw. He successfully removed the screw with the driver fragment. The screw with the fragment was discarded. But the nav screwdriver will be sent back. Dr (B)(6) inserted a new 7.0 x 60mm screw into the left l4 pedicle. Dr (B)(6) successfully completed the procedure with no harm to the patient.

Manufacturer narrative:
(B)(4). Visual examination of the returned device found the tip broken at the driver's distal tip. The device was then sent for fracture analyis which suggests the driver underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities were observed in this analysis. Hardness testing found the device to be within required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.